Event description:
Urology stent was placed in a pt. Pt discharged home. Pt was brought back to surgery for removal of stent. As the urologist was removing it, the stent broke into two pieces, one part had to be removed percutaneously.